Event description:
The customer and customer's nurse called and reported the battery cap on the insulin pump could not be removed. Customer was experiencing hypoglycemia at the time, but an exact blood glucose value was not provided. Customer was advised the device would be replaced and agreed to return the product for analysis.